Event description:
Patient had bilateral total hip replacements in 2009 with large surface metal-on-metal bearings with asr construct. Patient now c/o left hip pain and increasing serum cobalt and chromium levels. Diagnosis: failed recalled total hip implant. Patient had left total hip revision on (B)(6) 2015.